Manufacturer narrative:
The motor passed the motor test. The insulin pump was received with a blank display due to the battery tube connector not plugged in properly. Unable to verify battery out limit alarm and motor error alarm due to blank display. The insulin pump had a minor scratched display window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer called in to report a motor error alarm and an occasional blank display after changing the battery. The customer stated that they removed the battery because the device kept whistling. The customer's blood glucose level was unknown. The customer could not recall any significant events leading to the alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.